Event description:
A facility representative reported that regarding a delivery system with a description of loading issues. The patient contact was noted. Additional information was received and stated that, iol did not fold correctly. The patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The used device with the lens was returned loose in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced the lens to the fill line. The lens material has been torn by the advancing plunger. The lens has become misfolded and rotated. The plunger was oriented toward the right side in the device due to the damage lens. The trailing haptic was misfolded and positioned on top of the plunger. The distal haptic tip was inside the folded, torn optic. The leading haptic was extended outside the nozzle tip. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. The trailing haptic was misfolded, positioned on top of the plunger. The optic was torn and rotated in the device. The trailing haptic position indicates it was not in a proper position for advancement per the provided diagrams in the IFU (instructions for use). The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It is unknown if the qualified viscoelastic was used. Material properties of non-qualified ovds (ophthalmic viscosurgical devices) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Top coat dye stain testing was conducted with acceptable results. The trailing haptic may become stuck: if the plunger is not fully advanced the haptic may not release properly from the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. There are no other complaint in this lot. The manufacturer internal reference number is: (B)(4).